Event description:
"Leaking catheter from the site of flow divider at the exit site from the skin."

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete, a supplemental report will be submitted.